Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on february 26, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient was an (B)(6) year old, female end stage renal disease (esrd) patient on intermittent in-center hemodialysis (hd) therapy performed using fresenius renal replacement products. The date the patient started dialysis therapy is not known. On (B)(6) 2016, the patient was admitted to a hospital due to generalized weakness, missed two dialysis treatments, trace bilateral lower extremity edema, and gastrointestinal bleeding. On an unknown date during the admission, the patient was transfused 2 units of packed red blood cells with hemodialysis therapy. On (B)(6) 2016, the patient was discharged from the hospital to a skilled nursing facility. On (B)(6) 2016, the patient was discharged from the skilled nursing facility to home. The treatment sheet from (B)(6) 2016 revealed a pre-dialysis sitting blood pressure of 92/51, pulse 80 regular, respiration 10, weight (B)(6), temperature 96.8 degrees fahrenheit. The hemodialysis orders from (B)(6) 2016, revealed the following: f180nre dialyzer, 2 potassium, 2.5 calcium, 1 magnesium, 100 dextrose, sodium 137meq/l, bicarbonate machine setting 33meq/l, dialysate flow rate 800ml/min, blood flow rate 400ml/min. Machine setup from (B)(6) 2016, revealed the machine used was a fresenius 2008t, machine conductivity 14.1, meter conductivity 14.1, ph 7.3, machine temperature 36 degrees celsius, pressure holding test passed, high flux verified, air detector armed, alarms verified, no bleach. A review of the medical records related to this treatment revealed the following: the treatment started at 11:10 am, at 12:39 pm hectorol (doxercalciferol) 1mcg was administered via intravenous push (ivp), treatment ended at 1:55 pm, was uneventful, post-treatment blood pressure was 98/63, pulse 85, ultrafiltration goal was net positive 200ml. At 1:58 pm, the patient became unresponsive, breathless, emergency medical services (ems) was notified, and cardiopulmonary resuscitation (CPR) was initiated. At 2:43 pm, ems arrived in the clinic and took over CPR. Review of the medical record titled ¿esrd death notification,¿ noted that the patient died at a dialysis unit on (B)(6) 2016. The modality at the time of death was in-center hemodialysis, the primary cause of death was ¿cardiac arrest, cause unknown,¿ with no secondary cause, renal replacement therapy was not discontinued prior to the death, and the patient was not receiving hospice care prior to the death. According to the document titled ¿death certification,¿ the cause of death was renal insufficiency, end-stage renal disease, manner of death: natural, with other significant conditions listing dialysis: hypertension, with no autopsy performed. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of cardiopulmonary arrest, and the outcome of death. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Therefore, the reported complaint cannot be confirmed in relation to the fresenius bloodline.

Manufacturer narrative:
(B)(4) a death certificate was received listing renal insufficiency and end stage renal disease as cause of death with secondary cause of hypertension. The end stage renal disease death notification (form 2746) lists cause of death as cardiac arrest, cause unknown. The post market surveillance department is in the process of reviewing patient medical records related to this event. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported that a patient expired at the clinic following an uneventful hemodialysis (hd) treatment performed on (B)(6) 2016. The clinic manager provided follow-up information which revealed that the patient had been discharged from the hospital to a skilled nursing facility on (B)(6) 2016, one day prior to this event. Prior to the hd treatment, the patient was usual self, with no noted episodes of hypotension. The patient underwent a successful treatment with no reported device malfunctions. However, post treatment, the patient collapsed. Cardiopulmonary resuscitation (CPR) was performed, but the patient expired prior to being transported to the hospital. The 2008t hemodialysis machine was removed from service pending its evaluation. No samples of the acid/bicarb in use that day are available. The disposable products (dialyzer and bloodlines) are not available for evaluation by the manufacturer as both were discarded by the user facility.